Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported to philips that the device had failed the defib test during the operational check. The device was not in use on a patient.

Manufacturer narrative:
Report originally submitted with cfn# 1218950; the correct cfn# is 3030677.

Event description:
It was reported to philips that the device had failed the defib test during the operational check. The customer requested that a philips field service engineer (fse) be dispatched to the customer site. The reported issue was confirmed and traced to a faulty main board, capacitor, and therapy board. The therapy pca was returned to the failure analysis lab for evaluation. The component was visually inspected for any mechanical damage and/or contamination, and found that the therapy pca had damage (black marks and trace damage of the pca at relay k4). Once installed in an mrx test fixture, functional testing was successfully completed with no noted issues that could have caused or contributed to a potential failure. Upon conclusion of the evaluation, the therapy pca was found to be fully functional and the reported issue could not be verified or duplicated. The processor board pca, capacitor, and therapy board pca were replaced and the device passed all performance assurance testing. We are unable to determine the cause of the reported symptom as multiple parts were replaced. The symptom and failure codes will be part of the periodic monitoring process and will determine if any further actions are required. The device remains at the customer site.